Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated a broken off bending section and a completely stuck angulation and f lever. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, a possible cause includes stress and degradation problems. The most probable cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.